Manufacturer narrative:
MDR 3003442380-2024-03738 - device 2 of 2 e1: patient city: (B)(6). Patient country: brazil

Event description:
Unomedical reference number (B)(4). Event occurred in brazil, on (B)(6) 2024, it was reported that the patient experienced leak with two infusions set that was used displayed leaks. No further information available.